Event description:
It was reported by the aci vascular closure specialist that a patient underwent a coronary catheterization procedure in (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "the device did not engage the pusher lock when the physician was shuttling down when the physician pulled the sheath back the sealant did not deploy". The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. It is unknown when the patient was discharged from the hospital. However it was reported that hospitalization as not required due to the mynx device/procedure. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was flush with the distal end of the shuttle. The sealant grip tip was stuck to the catheter shaft and the shuttle cartridge, probably by dry blood. The shuttle cartridge tubing was dissected to expose the sealant. The advancer tube was found inside the shuttle cartridge. This received condition indicates an incomplete engagement of the advancer tube. The advancer tube for the returned device was able to properly engage the tamp locks. The review of the lhr (lot f1224907) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined.